Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas, with a nadir of 67 mg/dl, after recent heart surgery and medication changes; the user self-treated with oral glucose and returned to target range, and they requested clinical guidance during recovery. Symptoms included hypoglycemia. Outcomes included recovery to 110 mg/dl without hospitalization. Investigation included troubleshooting and education provided by support, with assignment for additional training. Investigation of this case revealed no device malfunction reported and an unclear cause, with user attributing the event to post-surgical recovery and new medications. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.